Manufacturer narrative:
Date received by manufacturer: 01nov2019. Report date: 04nov2019. The customer recalibrated the touchscreen and the issue was resolved. The issue was resolved without replacing any parts on the device and the device now functions as intended. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6). Date of report: 29aug2019.

Event description:
The customer reported that the device does not save new settings and will revert back to old settings after pressing the accept button. There was no patient or user harm reported.